Event description:
It was reported that during the implant procedure, there was a connector issue with the device as left ventricular (lv) lead did not connect into the cardiac resynchronization therapy defibrillator (crt-d). The device was not used and replaced. No patient complications have been reported as a result of this event.